Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) scs system includes three percutaneous leads the third of which was implanted on (B)(6) 2011. It was reported that following a surgical procedure to correct a lead migration issue, the pt is still experiencing abdominal stimulation. It is believed that the pt's leads are located too lateral. Add'l surgical intervention will be undertaken at a later date to reposition the pt's leads.